Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that one of his garments was causing him to have a rash that was open and bleeding. The patient's physician gave the patient benadryl. Follow-up indicated that the rash had improved. The garment has not yet been returned to zoll for investigation.